Event description:
The lay user/pt called lifescan (lfs) in 2008 and alleged that her one touch ultrasmart meter was giving her inaccurate high control solution readings. The medical affairs listened to the recorded call and verified the following info. The pt reported of receiving a reading of 180 mg/dl for the control solution with an established range of 104-139 mg/dl on the day before. The pt mentioned of administering extra 20 units of humalog based on the reading received on the meter. Sometime after that, she was feeling shaky and had developed symptoms of low blood sugar. She stated that she did not eat properly prior to that. The pt was unsure weather she developed the symptoms prior to or after the issue. However, she stated that this would have happen probably after the reported issue started. The pt denied of receiving medical intervention as a result of the reported issue. She was not tested on another device at the time of concern. It would have been helpful to know what reading did she receive for her blood sample prior to taking extra humalog, what day and time did the incident happen, what was her reading when she had symptoms, her sliding scale, and how did she treat herself after suffering an episode of low blood glucose. The customer service agent (csa) verified that the unit of measurement was set correctly, the test strip vial was not broken, the test strips are in good condition, and the control solution is being stored properly. The pt did not have control solution available at during the call to complete troubleshooting. She was unable to provide the expiration date of the solution. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed of administrating add'l amount of insulin based on the reading received on the meter sometime after reported issue started and later had developed shakiness and symptoms of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the products for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.